Event description:
Clinic notes dated (B)(6) 2012, were received on (B)(4) 2012. The patient reported that he had not had his vns checked in several years. The patient was hospitalized in (B)(6) with status epilepticus and probable aspiration pneumonia. The patient's device was determined to be at end of service at this appointment. Attempts for additional information will be made.

Event description:
Additional information was returned on (B)(6) 2013 that the status epilepticus event and aspiration pneumonia were not related to vns. Antibiotics resolved the aspiration pneumonia.